Manufacturer narrative:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 15-nov-2017. The most recent information was received on 12-feb-2018. This spontaneous case was reported by other health professional and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) year-old female patient who had essure inserted. The patient's past medical history included c-section. Concurrent conditions included menopause. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2017, 9 years 8 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: removal of essure was performed with bilateral salpingectomy via laparoscopy on patient's request. This request from the patient was due to menopause. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Most recent follow-up information incorporated above includes: on 12-feb-2018: device removal questionnaire received - patient's information was added, start and stop date of essure and removal information were provided. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (B)(4) on (B)(6) 2017. This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The patient's concurrent conditions included menopause. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via bilateral salpingectomy via laparoscopy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 6.930 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.